Event description:
Customer reported that wake button was difficult to activate. There was no reported impact to the customer's blood glucose level. Customer opted out of troubleshooting, and no additional information was received regarding the outcome of the event.